Event description:
The customer states the unit alarms, pressure sensor auto zero failure message on screen during set up, unit is cycling, no further info, requests onsite service to repair. No patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This is in regard to the data acquisition (da) printed circuit board assembly (pcba) with the accusation of: device alarms -pressure sensor auto zero failure found during setup for use outside of clinical use. Functional analysis was performed and identified that the device pressure accuracy testing failed for machine pressure sensor was out of spec at zero cmh2o. In addition, the suspect da pcba operates on the standard test bed (stb) with error code 1108 for machine pressure sensor autozero fail observed in the log taken at product investigation lab (pil) 2. Tech could determine that machine pressure sensor (u7) is faulty.

Manufacturer narrative:
Field service engineer (fse) confirmed the reported issue. Fse replaced data acquisition printed circuit board assembly (da pcba). Restored unit to working service. Performed testing and verification successfully.